Event description:
It was reported that customer experienced cgm error and was unable to continue sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed error did not reappear, and successfully started sensor session.